Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level in the 400 mg/dl range. Customer was not sure why she was running high. Customer thinks that it might be a combination of not taking her insulin the night before and also being sick. Customer stated that her blood glucose level was now down to 217 mg/dl. Customer still has a sinus infection. Customer declined a transfer to the helpline. No further assistance needed.